Manufacturer narrative:
Concomitant products: 4068-45 lead implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds over the past couple of months. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.